Event description:
The complainant reported poor positioning due to anatomical structure of the patient's heart. The pump was removed once patient's hemodynamics were deemed stable.

Manufacturer narrative:
The investigation into the reported event has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the most likely cause of the issue was use related.